Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.